Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 323 and 219 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. Customer was comparing results to another device and stated the results obtained using the truetrack meter were higher; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during call on (B)(6) 2018. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/30/2021 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :147mg/dl date: (B)(6) 2018 time:05:58am fasting; result 2 :323mg/dl date: (B)(6) 2018 time:10:54pm fasting; result 3 :219mg/dl date: (B)(6) 2018 time:02:33pm fasting; result 4 :173mg/dl date: (B)(6) 2018 time:12:01pm fasting; result 5 :172mg/dl date: (B)(6) 2018 time:06:12am fasting.